Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 510k: this report is for an unknown screws: cortex: trauma/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that the patient underwent a hardware removal of locking compression plate (lcp) wrist fusion plate and eight (8) unknown cortex screws on (B)(6) 2018. The patient sustained a fracture outside of the plate after a car accident. No allegations against plate and screw construct. Just removed to be able to fixate metacarpal without interference. All hardware were removed without incident. It is unknown if there was surgical delay. Patient and procedure outcome were unknown. This report is for eight (8) screws: cortex. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).